Manufacturer narrative:
Product analysis the device was received with the end cap and valves detached. No deformation was evident to the valves. Deformation was noted to one tab on the end-cap. It was possible to reinsert the end cap with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion:: three still images were received for analysis; however, one image was a duplicate. First image depicts a detached sentrant end cap and silicone valves on an enveo delivery system. Second image depicts the proximal end of a sentrant device. The end cap and silicone seals have detached and cannot be seen in the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was used as a conduit during an unknown tavi procedure. It was reported during the index procedure, an evolut fx+ 29 mm valve, loaded on the enveo fx 14fr delivery catheter system, was successfully implanted via the 18fr sentrant sheath. However, while retrieving the enveo fx delivery catheter system, the silicone valves of the sentrant sheath dislodged from the sheath¿s blue entrance. A new sentrant sheath (sn: (B)(6) was subsequently inserted to replace the original. The procedure proceeded without further co mplications. Per the physician the cause of the sentrant sheath components dislodging was not determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
B5: additional information received: it was reported that no significant blood loss occurred because the dcs and the inserted catheter were removed at the same time. A new sheath was inserted immediately. The vessel was closed successfully in the end of the procedure with a non-medtronic closure system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image evaluation summary: three still images were received for analysis, however one image was a duplicate. First image depicts a detached sentrant end cap and silicone valves on an enveo delivery system. Second image depicts the proximal end of a sentrant device. The end cap and silicone seals have detached and cannot be seen in the image. B5: additional information received: it was reported that there was no damage noted to the sentrant device prior to insertion into the patient and the device was prepared following the instructions for use ( IFU). There was difficulty experienced while advancing/removing the delivery catheter system ( dcs) from the sentrant. The sheath¿s blue entrance, where the silicone valves dislodged, was confirmed to be the 'seal housing with hemostatic valve assembly'. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.